Manufacturer narrative:
E1 completed address: no. (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, it was also found that the image had stripes when adjusting the angle. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a blackout when adjusting angulation, the issue occurred during inspection for use. There were no reports of patient involvement.